Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and bending section cover (a-rubber) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had curved rubber adhesive deterioration and dirt. The issue was found during inspection for use. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects inside was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. The device was returned to olympus for evaluation and the evaluation found adhesive on bending section cover (a-rubber) had foreign objects. Additional non-reportable malfunctions were found during device evaluation are as follows: adhesive on bending section cover (a-rubber) had a chip, due to wear of angle wire the bending angle in up direction and the play of upward/downward (u/d) knob did not meet the standard value, an abnormal sound was made due to damage on u/d knob, forceps elevator (fe) knob, fe lever, right/left (r/l) knob, scope cover (s-cover), switch box, universal cord, grip, connecting tube, and the u/d knob had a scratch, forceps channel port was shaved, switch 4 (sw4) and switch 1 (sw1) had wear, control unit had discoloration and a scratch, electrical connector (el-connector) had discoloration due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.